Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that multiple alarms (alarm 20) occurred during pump with multiple new cartridges. Customer's blood glucose level was 180 mg/dl. Reportedly, the customer continued using the pump and insulin pens for insulin therapy.